Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0216756. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced foreign matter in the fluid path.   The following information was provided by the initial reporter: consumer reported that when he depressed the plunger rod before drawing insulin he saw liquid leaking from the syringe.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced foreign matter in the fluid path.   The following information was provided by the initial reporter: consumer reported that when he depressed the plunger rod before drawing insulin he saw liquid leaking from the syringe.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.